Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4); implanted: (B)(6) 2016; product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (5 mg/ml at 1.157 mg/day) and baclofen (2000 mcg/ml at 462.8 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the catheter was not in the intrathecal space so the catheter was going to be replaced. No patient symptoms were reported. No further complications were reported.